Event description:
After placement trach noted to have continuous cuff leak with subsequent low tidal volumes. Cuff required frequent re-inflation. Trach had to be replaced, noted to have leak when checked under water.